Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for use. However, during the procedure, the device was fractured. The device was completely removed by just simply pulling it out and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported shaft break.

Event description:
It was reported that shaft break occurred. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for use. However, during procedure, the device was fractured. The device was completely removed by just simply pulling it out and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.